Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection due to challenging anatomy. The physician converted the procedure to a carotid endarterectomy (cea) as a result of the event. There were no further complications reported.